Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode recommendations for patients with 4 or less years remaining battery longevity; concern for symptoms with mode switch is to have prompt generator replacement. Patient had ~3.5 years remaining battery on [redacted] and there was a concern patient would be symptomatic with mode switch. Pacemaker generator replaced [redacted].